Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified, as the reported event was unable to be duplicated during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The customer cleaned the device; however, the issue persisted. The scope was attempted on another unit without issue. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, front panel dent/scratch and top cover scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.